Event description:
It was reported that an ilet user experienced intermittent loss of dexcom g7 glucose readings on the ilet while readings remained available in the dexcom app; pairing was re-established during calls, but after repeated connectivity loss the user opted to replace the g7 sensor and planned to contact dexcom for replacement. Symptoms included no device alarms or alerts and no reported clinical symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Customer care provided troubleshooting and education to toggle g7 connectivity and re-enter the pairing code, with successful re-pairing during support interactions. Investigation of this case revealed recurrent signal loss affecting communication between the ilet and the g7 sensor, consistent with a communication or connectivity issue limited to the ilet interface while the sensor functioned with the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent bluetooth communication interruption between the g7 sensor and the ilet.